Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump does not always keep proper time. Additional information was not provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.visual inspection of the pump found some cosmetic damages. Review of the black box data found that history from the time of the event was not available due to continued patient use and no manual time/date change occurrences were found within the current data. On investigation, the pump powered up properly. A five day timekeeping accuracy test was completed successfully without incidents. Investigation was unable to reproduce the reported time/date issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.